Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a blocked patient pump which was replaced in order to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event is assigned to environmental conditions in which the pump worked in. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase leading to corrosion formation at the level of the pump bearing preventing the shaft from rotating freely.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.